Manufacturer narrative:
E1- initial reporter address: (B)(6).

Event description:
It was reported that a balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 10atm within 10 seconds. The device was removed without any problem by using the normal method and the procedure was completed with a different device. There were no patient complications reported. It was further reported that the 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 10atm within 10 seconds. The device was removed without any problem by using the normal method and the procedure was completed with a different device. There were no patient complications reported.